Manufacturer narrative:
The tech found the CPR valve was stuck. He replaced the CPR valve to repair the bed.

Event description:
Info rec'd indicates the head section won't go down using the CPR lever, but will go down using the siderail controls.